Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in an abdominal infection clarified to be peritonitis. The breach in aseptic technique was not further specified. On an unknown date, the patient was hospitalized for the event. The patient was treated with unspecified medication (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Peritoneal dialysis continued during hospitalization. On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis; however, the patient remained on dianeal ¿to wash the abdominal cavity¿. At the time of this report, the patient is recovering. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.